Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 45 mg/dl. The customer stated that she has been having low blood glucose events since she is bi-polar; in the spring she has hypomania and does not eat as much which can cause hypoglycemic incidents. The insulin pump was not returned or replaced.